Event description:
During the sij fusion procedure, the tip of the cutting element of the second decortication instrument broke off while in the joint. The joint tissue was noted to be very sclerotic which may have contributed to the break. The surgeon made several attempts to retrieve the broken piece by irrigation and suction, but was unsuccessful.